Manufacturer narrative:
The user was reported to have died following a hypoglycemic event while using the ilet. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed hypoglycemia prior to cgm sensor failure on the night of the event, with appropriate reduction and suspension of insulin delivery and repeated low glucose alerts. The last logged interaction was an infusion set change prior to the user being found deceased. Due to loss of cgm data and lack of additional clinical or situational details, it cannot be determined whether the hypoglycemia occurred before or after the user¿s death or whether the event was related to ilet use. Based on available information, a causal relationship between ilet use and the reported death cannot be established. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 29-apr-2025 it was reported that on (B)(6) 2024, the user died following a reported hypoglycemic event overnight. Emergency services were contacted, and no treatment details were reported. The outcome was death.